Manufacturer narrative:
(B)(4). The results of the investigation concluded the sheath deflected in both directions when actuating the steering mechanism, and deflected in the correct shape with no resistance noted. The device met specifications prior to leaving sjm manufacturing facilities as supported by a review of the device history record. The cause of the reported cardiac perforation remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device

Event description:
Related manufacture reference: 9680001-2016-00088.

Manufacturer narrative:
(B)(4).

Event description:
Related manufacture reference: 9680001-2016-00088. During a pulmonary vein isolation ablation procedure, a cardiac perforation of the left atrium occurred. A pericardiocentesis was performed which stabilized the patient. The patient was transferred to the ICU for monitoring.